Event description:
It was reported that during a radical prostatectomy procedure, there was gas leakage causing low peritoneum pressure and bleeding. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.